Event description:
It was reported to boston scientific corporation that the patient was implanted with a protegen sling system during a procedure on (B)(6) 1997. According to the complainant, post-procedure, the patient experienced complications (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a protegen sling system during a procedure on (B)(6), 1997. According to the complainant, post-procedure, the patient experienced complications (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).